Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil through the middle of its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the smart coil was fractured approximately 138.5 cm from the proximal end of the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged but was detached from its pusher assembly. The pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. Conclusion: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. The introducer sheath friction lock has a smaller inner diameter (ID) than the rest of the introducer sheath which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully retracted proximal to the introducer sheath friction lock, resistance may be experienced when attempting to advance or retract the device. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock likely contributed to the inability to advance the smart coil during the procedure. Further evaluation revealed a pusher assembly fracture and detached coil. This fracture was likely a result of forcefully advancing against the previously identified resistance. If the pusher assembly becomes fractured, it will likely retract the pull wire from the distal detachment tip, allowing the embolization coil to detach. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.